Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a worn-out socket slider switching causing intermittent use of high intensity mode, socket tube corrosion, front panel mouth crack bottom chassis corrosion, and front panel corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that intermittent image flickering was noted with the evis exera iii xenon light source display. The customer cleaned the scope; however, the issue persisted. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Updated fields: h6 and h10. Correction to e2, e3, g2 and h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.